Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a solyx sis system, single device was implanted into the patient during a robotic lysis of adhesions and sacrocolpopexy and solyx sling with cystoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient went into retention post procedure. The physician was a first-time user of the sling. The patient underwent a surgery and had the sling transected on (B)(6) 2020. The patient was doing well and stable and was expected to be fine and have full recovery.